Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the labeling of this product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to noise oversensing. It was noted that the electrode was implanted on the right side, the noise could not reproduce in the primary vector and s-ICD system was reprogrammed to primary vector. The plan will be continue monitoring. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to noise oversensing. It was noted that the electrode was implanted on the right side, the noise could not reproduce in the primary vector and s-ICD system was reprogrammed to primary vector. The plan will be continue monitoring. Currently, this product remains in service and no additional adverse patient effects were reported.